Event description:
A catheter was inserted into pt a february, 1995. Upon attempt to remove the catheter, resistance was experienced. Resident physician applied add'l pressure while attempting to pull/remove. Catheter came out leaving portion of the tip in the pt. Surgical intervention was required to remove the tip.